Event description:
Customer reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to reach out if any issues arise again.